Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient phoned in regarding possible electromagnetic interference (emi) with their implantable cardioverter defibrillator (ICD) and interaction with their "lifeline" pendant. Patient reported feeling pressure in chest and fullness while wearing their lifeline alert pendant. Patient called lifeline and in the course of conversation technician suggested patient should not wear the lifeline. Patient called physician and was directed to hospital. The pressure went away without the lifeline on. Patient also noted there is a magnet on loop, was right over heart and patient understood magnet is dangerous. The patient was advised to keep the pendant six inches from their device. Follow-up was completed with the listed clinic/physician and the healthcare professional had no information regarding the patient's symptoms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.